Event description:
The customer reported that during a mononuclear cell (mnc) collection procedure, there was a leak in the centrifuge. The procedure was stopped and the patient was disconnected. This report is being filed in response to the customer filing a medwatch report on (B)(6) 2013.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The set was visually inspected. A leak on the 4-lumen inlet tubing at the lower loop sleeve hex was located. The inlet tube was tacked to the top of the loop sleeve causing the tube to tear during centrifugation. Root cause: potential cause may include a weak point on the inlet tube related to the presence of solvent. Solvent is applied to this part in a controlled manner during manufacturing, however the manner in which it adheres to the parts can vary; this can potentially cause a weakness in the tubing.